Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022. The patient felt low, passed out, and fell while trying to get food. He was unconscious for about three hours until his wife arrived and gave him three ¿glucose shots¿ and took him to a hospital. At some point the bg was reading 260 mg/dl and the cgm was 360 mg/dl. It was not specified when these values were checked, but based on the reported sequence of events it is presumed to have been after the glucose shots were given. He stated that his blood sugar was kept stable using humalog as needed. He sustained a bump and bruises because of the fall but stated at the time of the report that he was feeling normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.